Event description:
The customer reported that the touchscreen was completely unresponsive when pressed. The issue was discovered by clinical staff during patient use. It is unclear whether the vitals were still able to be monitored or if the whole unit froze. The customer has been unresponsive to correspondences. There was no harm reported.

Manufacturer narrative:
The customer reported that the touchscreen was completely unresponsive when pressed. The issue was discovered by clinical staff during patient use. It is unclear whether the vitals were still able to be monitored or if the whole unit froze. The customer has been unresponsive to correspondences. There was no harm reported. Investigation conclusion: the complaint device was received. The unit was evaluated and the complaint was duplicated. The cause was determined to be a touch panel failure. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1: 10/07/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 10/09/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 10/13/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. D9 device available for evaluation. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that the touchscreen was completely unresponsive when pressed. The issue was discovered by clinical staff during patient use. It is unclear whether the vitals were still able to be monitored or if the whole unit froze. The customer has been unresponsive to correspondences. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the touchscreen was completely unresponsive when pressed. The issue was discovered by clinical staff during patient use. It is unclear whether the vitals were still able to be monitored or if the whole unit froze. The customer has been unresponsive to correspondences. There was no harm reported.